Event description:
It was reported that a pericardial effusion occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and 24mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and there were no patient complications. Seven days after the procedure on (B)(6) 2018, the patient went to the hospital with symptoms of fatigue and a moderate effusion was found. At this time no intervention was made and the patient was fine and sent home. On (B)(6) 2018, the patient went back to the hospital for other fibrillated symptoms and a moderate effusion was also noted at this point. The patient was admitted to the hospital for the fibrillated symptoms and rapid ventricular conduction. There was no intervention taken for the effusion.